Event description:
The customer alleged that he was receiving erratic readings between his 2 counter meters. The reading examples he provided were 202, 111, 147, 133, 144, 109, 139, 121, 200, 115, 144, and 83 mg/dl. It's not known which readings came from which meter. The difference between some of the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer service offered to troubleshoot the contour systems, but the customer became upset and ended the call. No product will be returned.

Manufacturer narrative:
The customer did not provide a meter serial number, so it was not possible to determine the manufacture date.